Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/10/2016. With the following findings: the battery compartment was cracked below the grip pad to case seal. (B)(6).

Event description:
The pump was returned for investigation. The battery compartment was cracked below the grip pad to case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/10/2016.